Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation was pulled apart due to overstress, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the atrial lead dislodged following open heart surgery. The atrial lead was replaced. No patient complications have been reported as a result of this event.